Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against perfix plug. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2017) is considered to be a best estimate. Updated fields: a2,b2,b3,b4,b5,b6,b7,d3,d4 (product catalog no., UDI no, expiry date, corporate lot no.), d.6b (date of explant),g3,g6,h2,h4,h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against perfix plug. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2020- patient was diagnosed with incarcerated left inguinal hernia thereby underwent open repair with implant of perfix plug (device 1). Per op notes, ¿a incarcerated hernia was identified and reduced. A perfix plug (device 1) was placed into the subfascial space and sutured¿. On (B)(6) 2021- patient was diagnosed with recurrent direct left inguinal hernia, thereby underwent open repair converted to robotic repair with explant of perfix plug (device 1), implant of 3dmax mesh (device 2). Per op notes, ¿scarring was noted and the lateral part of the mesh was found dislodged from the fascia and the underlying mesh was protruding. The mesh was completely explanted. Then robotic repair was performed in umbilical region where the hernia was identified and dissected. A 3dmax mesh (device 2) was placed along the periosteum inferiorly and sutured¿.